Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracotomy, with each attempt to fire the device, the mechanism in the handle was breaking. They stated that the patient¿s lung tissue had wide scarring. In some instances on the first firing the stapler there was no problem. They stated that the loads were able to fire and the handle was able to be squeezed. The surgical time was extended by 30 minutes or more due to the product problem. There was more pain, bigger scar and longer anesthesia time. The incision was extended by more than 1 inch or 2.54cm. They continued to replace the handle resulting in using 6 handles and eventually converting the case to open.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. Visual inspection noted that the first reload was partially fired to the 3cm cut line. The second and third reloads were received fully fired with damage to the cutting edge of the knife blades. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.